Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; no anomalies were found. The analyst noted that the grommet had been damaged by the setscrew or wrench as the grommet lip showed an apparent punch out. Additionally, there was foreign material on the set screw. Concomitant products: 4194 implantable pacing lead, (B)(6) 2005; 5076 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital due to asystole with pacing spikes. It was reported that approximately six weeks post device change-out, the right ventricular (rv) lead had high pace/sense impedance and a lead warning was triggered. An x-ray showed that the rv lead was not fully inserted into the device header; thus, the pocket was re-opened and the pin fully inserted. After the revision, the patient experienced multiple syncopal episodes. It was noted that the rv lead was not capturing at maximum output, no r waves were present, the rv lead had high impedance and (on rare occasion) the rv lead was sensing the capture of the left ventricular (lv) lead. In addition, loss of left ventricular (lv) lead capture was also seen. Fluoroscopy revealed that the rv lead was again not fully inserted into the device header. A device setscrew issue and/or port problems and an rv lead ring problem were suspected. The device was explanted and replaced, the rv lead was capped and replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.